Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report is being filed due to an updated conclusion code.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedances on the right ventricular (rv) channel. All other lead parameters remain stable. The physician is aware and will continue to monitor the system. The rv lead is another manufacturer's product. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedances on the right ventricular (rv) channel. All other lead parameters remain stable. The physician is aware and will continue to monitor the system. The rv lead is another manufacturer's product. No adverse patient effects were reported.